Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) (ce mark) was pulled out of the vessel following left superficial femoral artery (sfa) treatment via a right common femoral artery (cfa) contralateral approach. Hemostasis was achieved by manual compression, which took approximately 20 minutes and was within the normal range. The sheath was exchanged from a 6f non-cordis sheath to a 7f unknown short sheath prior to device insertion. After passing through a previously placed 8x60 smart stent in the right external iliac artery (eia) segment, the balloon was adjusted to avoid interference with the stent; however, re-inflation was considered insufficient, resulting in the balloon being pulled out of the vessel while tension was applied. The balloon did not rupture. The attending physician reported no particular issues, and there was no reported patient injury. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot: j2512801 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-pull through¿ could not be observed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are likely, especially since it was reported that the balloon did not rupture despite having to be maneuvered past a stent for positioning. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review, nor the available information suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was pulled out of the vessel following left superficial femoral artery (sfa) treatment via a right common femoral artery (cfa) contralateral approach. Hemostasis was achieved by manual compression, which took approximately 20 minutes and was within the normal range. The sheath was exchanged from a 6f non-cordis sheath to a 7f unknown short sheath prior to device insertion. After passing through a previously placed 8x60 smart stent in the right external iliac artery (eia) segment, the balloon was adjusted to avoid interference with the stent; however, re-inflation was considered insufficient, resulting in the balloon being pulled out of the vessel while tension was applied. The balloon did not rupture. The attending physician reported no particular issues, and there was no reported patient injury. The device will not be returned for evaluation.